Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on 10-july-2020. Visual analysis of the photographs identified: black and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: deflation, seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "deflation". Additional event of "3 to 5 cc's of yellow serous fluid". Device has been explanted.